Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht balance middleweight (bmw), may be related to the adverse patient effects of dissection, arrhythmias, bleeding, and hypotension. The ht balance middleweight (bmw) guide wire may be related to the device malfunctions of unable to cross the lesion and unable to facilitate placement of another device. Details are listed in the attached article, titled post market clinical follow-up evaluation report nitinol coronary guide wires. Please see the attached pmcf for specific information.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Post-market clinical follow-up report (pmcf): pmcf rpt2130018 rev b. B3- estimated procedure/event date is (B)(6) 2024. D4- the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effect of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. The investigation was unable to determine a conclusive cause for the reported difficult to advance, failure to advance, dissection, serious injury/impairment/illness, arrhythmia, hemorrhage, or low blood pressure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: e3 - occupation: updated from ni to physician.

Event description:
N/a.